Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event was caused by repeated long-term use or the user pulled out the video connector without lowering the unlock lever. This causes a connector pin failure resulting in poor connection of the scope video line electrical contacts and the image can be interrupted. The following information is provided in cv-190 operating instructions for installing and removing the video connector which may have prevented the event: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was flickering due to a worn out video connector pin causing and poor connection when moving the pigtail. Additionally, the unit still had the over version main switch, and system software. These items are recommended for upgrading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was presenting a flickering image during procedure preparation. The initial reporter went on to confirm that this procedure was completed by using another device. A request was made for further details concerning patient outcome, but per the reporter, those details are unavailable. There was no patient harm or consequence reported as a result of this event.